Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had gi bleed on (B)(6) 2018 and (B)(6) 2018 which are reported under MFR# 2916596-2018-02873 and MFR #2916596-2018-03610, respectively. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 years 0 months 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to ed with complaints of progressively worsening diffuse abdominal pain. The patient had associated symptoms of nausea with 2 episodes of emesis on (B)(6) 2019. Pain to palpation in the left upper quadrant around driveline, but no a rear of erythema or any area of concern. There was a concern for hemoperitoneum secondary to anticoagulants. CT showed no acute finding. The patient was treated with protonix and morphine with resolution of pain. Coumadin was discontinued due to patient's history of gi bleeds and retroperitoneal bleed. The patient will remain off aspirin and ldhs level will continued to be monitored weekly. The patient was discharged home.